Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable, reseated the pcb's on workstation and c-arm, and readjusted the power supplies. The ge rep was able to x-ray for about an hour without any error message displayed.

Event description:
The customer reported that the system was driving kv to the max (120kv) and intermittently displaying the error message "communication error" on the c-arm display. Also the unit has stopped and will not work, it lost power.